Event description:
I am using the abbott freestyle libre 3+ continuous glucose monitor for the last 18 months. I just received an email from abbott about a manufacturing issue that affects some of their continuous glucose monitor to give low blood glucose readings. A s/n check of my continuous glucose monitors on their website tells me that my devices are not affected by the issue. However, I have been tracking my blood glucose readings for over a year and found that the abbott continuous glucose monitor consistently gives low readings, that can be off by as much as 50 mg/dl. On average, the continuous glucose monitor reading is 20 mg/dl lower than a direct capillary blood test. In over 100 tests I have never encountered a situation where the capillary blood test yielded a lower result than the continuous glucose monitor. I have called abbott several times about this issue, with an offer to give them my collected comparison test data. My a1c value, collected every 6 months, confirms that the cgm readings are about 20mg/dl too low. The average blood glucose value computed by the cgm reader is about 20 mg/dl lower than the average glucose reading computed from my laboratory measured a1c.